Event description:
This is a spontaneous report from (B)(4) from a home patient (hp) with supplemental information from a peritoneal dialysis registered nurse (pdrn) on (B)(6) 2012, home care services received the following information from the patient's daughter: on an unreported date, the patient began pd therapy. On (B)(6) 2012, the patient experienced swelling. The daughter reported the patient may have an infection, but was not sure at the time of this report. The patient was not hospitalized for the event. At the time of this report, the patient had not recovered and pd therapy was ongoing. On (B)(6) 2012, home care services received the following information from the pdrn: the nurse confirmed the event onset date was (B)(6) 2012. The nurse reported that the husband is not competent to help the wife use the cycler machine to perform dialysis and now the patient will switch to manual solutions for a month. The nurse confirmed the patient had not been hospitalized, pd therapy was ongoing and the patient had not recovered from the event of swelling. Swelling was unrelated to any baxter solutions. On (B)(6) 2012, (B)(4) conducted further follow-up regarding the event of swelling and possible infection. The following information was obtained from the pdrn: the nurse confirmed the patient had swelling and an infection. She further clarified that the swelling was located in the patient's legs and the infection was peritonitis. On an unreported date the patient had a touch contamination/break in aseptic technique while performing pd therapy. The nurse confirmed the patient was diagnosed with peritonitis on (B)(6) 2012. Onset of swelling was not reported. The nurse confirmed the patient was not hospitalized. Treatment for the peritonitis included ancef and fortaz antibiotic therapy. At the time of this report, the patient was recovering from both the swelling and peritonitis. The cause of peritonitis was touch contamination. The nurse clarified that the patient's husband did not use proper technique and therefore was not competent to help his wife with the cycler to do her dialysis. She also confirmed the patient will be switched to manual solutions for a month. The husband was retrained on proper technique. The events were not related to the homechoice machine or dianeal therapy. No further information was provided.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510(k) number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The issue is being investigated through a CAPA. A follow-up report will be submitted if additional information becomes available

Manufacturer narrative:
(B)(4). This report of use error - breach in aseptic technique is confirmed because it was reported that there was a breach in aseptic technique. However, the assignable cause could not be determined. Instructions related to the reported problem are contained in the product labeling, are accurate and sufficient, and easily accessible by the patient. No issues were identified with the product labeling that would contribute to the reported problem.